Manufacturer narrative:
Engineering investigation: the primary reported failure mode of deployment line stuck ¿ failure to initiate deployment is not consistent with the returned state of the device. The inconsistency was confirmed by the engineering evaluation which identified the deployment knob separated from the hub with loose deployment line and bowstrung state of returned device. The engineering evaluation observed deployment could continue with traction at the endo. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The imaging evaluation stated that it cannot confirm there are issues with the deployment line. The root cause of the deployment failure and bowstringing could not be established with the available information and evaluations.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: h6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. The delivery catheter including device will be returned for further investigation. Further information was requested from the physician, but was not provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). Reportedly, the physician considered this as a standard case, he held the catheter outside as straight as possible and there was no resistance encountered when advancing the vsx to the implant site. It was stated that during the paa procedure, after reaching the target zone, the first vsx was advanced through a 8 fr cook flexor guiding sheath over a .035" bsc amplatz super stiff wire. The physician attempted to deploy the device, but without success. When pulling the deployment line for a few centimeters, there was considerable resistance, and bowstringing occurred, with the tip of the delivery system being pulled upward, preventing deployment of the endoprosthesis. The same issue occurred with a second vsx device. Both devices were removed completely without any complications and the procedure was subsequently completed successfully, using two shorter devices and a cuff, resulting in a satisfactory angiographic outcome. There was no report of patient harm.